Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with a gastrointestinal bleed (gib) and with complaints of fatigue. Their labs demonstrated a low hemoglobin (hgb) level. The patient was transfused with packed red blood cells (prbc), which helped increase their hgb level. An upper endoscopy (egd) and colonoscopy were performed to determine the source of the bleeding, but the source could not be found. However, during the colonoscopy, there were some petechial areas oozing blood in the colon. A biopsy of the petechial areas was performed and came back negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information in regards to patient complications. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was suspected to have another gastrointestinal bleed (gib). An esophagogastroduodenoscopy (egd) was performed. The egd showed some old blood and clots, but the source of the bleeding was not found. The patient was transfused with six units of packed red blood cells (prbc) and discharged.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced fatigue and gastrointestinal bleed (gib). The lab results revealed low hemoglobin level. The patient was treated with packed red blood cells (prbc), which help increase hemoglobin level. An upper endoscopy and colonoscopy revealed no source of bleeding; however, there were some petechial areas oozing blood in colon and a biopsy of petechial areas was performed and results were negative. Later, the patient experienced another episode of gastrointestinal bleeding. Upper endoscopy revealed some blood but no source of bleeding was found. The patient was given six units of packed red blood cells (prbc). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of an vad pump. The patient have no history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was readmitted for heart failure and volume overload with weight gain when they had experienced the second suspected gib. The patient was not taking their medications or following diet restrictions. It was noted that their international normalized ratio (inr) was 3.6 and hgb was 5.6. The patient was given intravenous (IV) diuresis and was discharged to inpatient rehabilitation twenty (20) days later.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical action, and laboratory results. Correction b7: relevant history was corrected to include prior adverse events. Correction h6: patient ime code and imf code were updated. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted with complaints of fatigue associated with a gastrointestinal (gi) bleed. The patient had low hemoglobin levels and received a blood transfusion. An upper endoscopy and colonoscopy were not able to find a source of the bleed. However, during the colonoscopy, there were some petechial areas oozing blood in the colon; a biopsy of the petechial areas came back negative. It was further reported that the patient was later readmitted for heart failure and volume overload with weight gain and was suspected to have another gi bleed. Of note, it was reported that the patient was not taking their medications or following diet restrictions. An esophagogastroduodenoscopy showed old blood and clots but the source of the bleeding was not found. The patient received another blood transfusion and was given intravenous diuresis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding and worsening heart f ailure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of worsening heart failure and volume overload. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.